Event description:
It was reported that patient was admitted for chronic obstructive pulmonary disease (copd) exacerbation on (B)(6) 2024. They were treated with steroids and a dose of antibiotics. There was a chronic suppression with doxy for driveline infection. Echocardiogram was done on (B)(6) 2024. Interpretation summary revealed that the left ventricular systolic function was severely reduced. The left ventricular wall motion was not assessed. The right ventricular cavity was larger than the left ventricular cavity (4 chamber) indicating significant right ventricle enlargement. There was diffuse right ventricular hypokinesis. There was continuous mild aortic insufficiency present. Right heart catheterization (rhc) was done on (B)(6) 2024. The patient had low flow alarm on (B)(6) 2024 at 21:49. They were hypotensive with mean atrial pressure (map) of 36 with lightheaded/dizzy/lethargic feels. They were given fluids bolus. It was also noted pulsatility indexes (pis) were increased. Point of care ultrasound (pocu) showed right ventricle dilation. They were started on levophed (norepinephrine) drops. Map's increased to 90 on (B)(6) 2024 at around 10:00. It was later reported that right heart failure was not caused or contributed by a device related issue.

Manufacturer narrative:
Onset of the driveline infection is captured under manufacturer report number 2916596-2024-02479. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: brand name corrected. Section d4, catalog number and primary UDI number corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files revealed that there were no notable alarms captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.